Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that son¿s insulin pump had damaged. Customer stated that lip ring on reservoir compartment has come off as it was loose but reservoir was still able to lock in place. Customer¿s current blood glucose was not given. Insulin pump will not be return for analysis.